Event description:
It was reported the patient went to the ER because it felt like his penis was on fire. It was determined the patient had a urinary tract infection. The patient was told not to use their device until the uti had cleared. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).